Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the test, the testing indicated no microbial growth for the instrument channel, the air water channel and the distal end. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the subject device tested positive for following bacteria. -instrument channel: micrococcus species(22cfu/20ml), coagulase negative staphylococcus(1cfu/20ml). Escherichia coli (7cfu/20ml), enterococcus gallinarum (228cfu/20ml). - air/water channel: micrococcus species (1cfu/20ml), escherichia coli (127cfu/20ml). -auxiliary channel: coagulase negative staphylococcus(8cfu/20ml). Escherichia coli (148cfu/20ml), enterococcus faecalis (276cfu/20ml). - valve: pseudomonas aeruginosa, serratia marsescens, stenotrophomonas maltophilia. In the culturing test, test result indicated no microbial growth for the distal end of the subject device the facility did not provide other detailed information such as the reprocessing method, but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on manufacturing date: in this report, the manufacturing date (april 14, 2014) is added.